Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was 7.2 mmol/l. The customer stated that there was a broken battery cap and compartment. The customer noticed the issue when he tried to change the battery. The customer stated that there were superficial scratches on the screen. The customer stated that the drive support cap is lightly indented. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, stripped battery cap coin slot, broken battery cap and cracked battery tube threads.